Event description:
It was reported that the device indicated battery depletion (eri) earlier than expected. The device was explanted and replaced. It was also reported the right atrial lead was undersensing and the device was programmed to a ventricular only pacing mode, inactivating the lead. The left ventricular lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4): the full lead was returned in segments and analyzed; analysis revealed no anomalies. There was a tip electrode finding due to tissue on the proximal electrode. All conductors were distorted and stretched and had blood/body fluid (not obstructed) on them. The outer insulation was melted, had cosmetic environmental stress cracking, a breached cut, and cosmetic depression. The lead was stretched and there was apparent explant damage.